Event description:
Toward the end of the pulmonary vein isolation (pvi) redo procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The physician was trying to move the catheter to the anterior left atrium to complete the lesion set. It was a challenging maneuver and high force was observed during it, approximately 100g. A concern for perforation was expressed, a slight decrease in blood pressure was observed and a transesophageal echocardiogram (tee) was done but no effusion was seen. Exit pacing was performed to confirm isolation. It was noted that the blood pressure had lowered and another tee was done which revealed a small effusion. A pericardiocentesis was performed and the patient stabilized. The physician commented that he believed when he moved the catheter with high force on the tip was likely the cause.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event and the cause remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.